Event description:
The customer reported that her insulin pump alarmed an error during an infusion set and reservoir change. Advised the customer that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test, and the device alarmed an error during the prime test as a result of a loose drive support disk.